Event description:
Livanova deutschland received a report that the knobs on an electronic venous occluder (evo) control unit no longer responded when turned. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the evo. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. During inspection it was found that the knob screws were loose. Therefore, the work was completed by retightening the screws, and normal operation was confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2016. Based on the result of service activity, the root cause of the reported failure can be traced back to sceews that become loose over the time potentially as consequence of: · vibration: continuous or repetitive movement can cause vibrations that loosen screws over time. These vibrations can gradually loosen the fastener's grip on the material it's securing. · thermal expansion and contraction: changes in temperature can cause materials to expand or contract. This expansion and contraction can exert pressure on screws, leading to loosening over time. · material wear: mechanical parts in movement experience wear and tear over time. As materials wear down, the fit between components may become less precise, leading to increased movement and potential loosening of screws. · environmental factors: exposure to moisture, chemicals, or other environmental factors can corrode screws or the material they're fastened into, compromising their grip and causing loosening. · fatigue: screws, like other materials, can experience fatigue over time, especially if subjected to repetitive stress or loading. Fatigue can weaken the material and lead to loosening of the screw. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.